Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the formula was leaking at the connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.